Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6)2017. The patient experienced excessive vaulting, significant reduction of irido-corneal angles. On (B)(6)2017 the lens was exchanged for a shorter lens. The probelm was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The lens was returned dry in small vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue on lens) and a missing piece of haptic. (B)(4).